Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s intensity increasing on its own resolved with the patient lowering intensity while staying mobile for at least a minute. The issue was determined to be caused by the patient¿s adaptive stimulation. The patient¿s weight at the time of the event was not known. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported that starting on the day of the report, their intensity was changing on its own, without them manually changing it on their controller. The patient stated that they could have it set on 2.2, but the intensity would increase to 3.4 and 3.6. They indicated that the intensity seems to increase on its own when they are being active such as walking or taking out the trash. The patient stated that they started walking while on the phone with the rep, and intensity was at 2.2, but did not change after a minute of walking. The rep noted that the patient has adaptive stimulation, and they suggested they might have set the patient¿s mobile setting to a higher intensity, which would cause it to increase when the patient is active. The rep reviewed with the patient how to lower the intensity while staying mobile for at least a minute, in order to permanently lower intensity while in that position. The patient agreed that they would try that and contact the rep if the issue was not resolved. No further complications or patient symptoms were reported or anticipated.